Manufacturer narrative:
(B)(4). Eval: results (other): visual inspection of the returned product showed the lens was returned in liquid and a piece of a haptic plate was torn off and missing. (B)(4).

Event description:
The reporter stated that the surgeon inserted the micl12.6 implantable collamer lens and noted it was too big. The lens was removed immediately without any pt injury. A shorter lens was implanted and the pt is doing fine. The reporter stated the incident was due to miscalculation of the lens size and not related to the lens.